Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarms 20 and 30) occurred during basal delivery and the load sequence with multiple cartridges. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Customer's blood glucose level was less than 500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified. Based on the analysis, the alleged alarm 25 issue was verified in the pump logs; however, no failure was identified.